Event description:
It was reported that during routine follow-up, high impedance and high thresholds were observed on the right ventricular lead. No patient symptoms were reported. Fluoroscopic imaging was performed but the findings were not reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.